Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent a left flexible ureteroscope operation, after which a stent needed to be indwelling. One inlay ureteral stent was opened and found ruptured.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned in the original opened packaging. A break was noted in the body of the stent; the break is similar to what is seen when the stent is cut with a pair of scissors. No signs of stretching or discoloration were noted on the material. The suture appear to be cut and part of the suture was left in the pigtail of the stent. The separated suture had chatter marks, which is usually seen when the suture is attempted to be cut with scissors. No damage was noted on the port hole to the suture. The larger body of the sample appeared to have black residue from an unknown source on one side. The smaller broken piece did not appear to have any residues. The tip inner diameter was measured using a pin gage and was found to be 0.043", the stent inner diameter was also measured with a pin gage and found to be 0.050" where the break occurred at both ends, the outer diameter for the broken pieces measured 0.080" and 0.081" with a laser micrometer; all measurements were found to be within specifications. A 0.038" guidewire passed through both broken pieces of the sample without resistance. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient underwent left flexible ureteroscope operation, after which a stent needed to be indwelled. One inlay ureteral stent was opened and found ruptured.